Event description:
It was reported a seal issue ("not welded") which resulted in contamination of the exposed dressings.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. After f/u attempts the reporter confirmed on 10/13/2014, that this was a packaging issue. A valid investigation was identified for this complaint issue. This issue is being assessed for corrective action needs. Add'l attempts have been made, however, no add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.